Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant, using a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45). The sizing of the device was determined by transesophageal echocardiography (tee). During deployment, the device was observed to have a roman helmet compression. Close criteria were met, and tug test was noted to be good. The device was implanted with a roman helmet-shaped compression. Five minutes post-implant, the device embolized and was located close to the aortic valve. The device was able to be removed via transcatheter snare. The physician mentioned the cause of embolization was due to over compression of the device. A replacement device was successfully implanted. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization post implant was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. Information from field indicated that the sizing of the device was determined by transesophageal echocardiography. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the review of imaging, device selection of 28 mm matches with the measurements and also showed device progressively migrating outside the laa and floating in the left atrium. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.